Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, the continuous glucose monitor read as ¿high¿. A correction bolus was delivered to address bg. The customer will continue to use current pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.